Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-aug-2023. H6: investigation summary: our quality engineer inspected the representative samples submitted for evaluation. Bd received 167 sealed 22ga x 1.00in. Insyte autoguard bc units from lot number 3023421. Damage was not observed on any of the units through the visual inspection. A sampling of 125 units were selected for a leak test. No leakage or defects were observed. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ bc shielded IV catheter and after screwing in IV line, leak occured. The following was provided by the initial reproter: verbatim: comments: defective. After screwing in IV line, leak occurs.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ bc shielded IV catheter and after screwing in IV line, leak occured. The following was provided by the initial reproter: verbatim: comments: defective. After screwing in IV line, leak occurs.